Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addrl1, ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient family member that the patient is deceased. It was noted that the patient had massive heart attack and is alleging implantable pulse generator (ipg) system contributed to patient death.